Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) coronary artery that was moderately tortuous and eccentric. The patient underwent percutaneous transluminal coronary angioplasty (pcta) and after pre-dilatation with an unspecified 2 x 15 mm balloon dilation catheter (bdc) at 15 atmospheres, a xience xpedition 2.5 x 38 mm stent was deployed. A dissection was experienced at the proximal edge of the stent. The dissection was treated with another stent. There was no reported clinically significant delay in the procedure. No additional information was provided.